Event description:
Co rec'd a report from a physician in spain about four pt's who experienced endophthalmitis after healon gv (lot number unk) was used during phacoemulsification. This report is for the third pt a 73 yr old man who developed endoiphthalmitis in one eye after phacoemulsification in march 1998. Outcome is unk as of 03apr98. This case remains under investigation. MFR reports 9610566-1998-00001 thru 9610566-1998-00004 for the reports on the other 3 pts reported by this physician.